Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. The lead had exhibited no capture in the bipolar configuration along with high thresholds. The lead was extracted and the lv port was plugged in the patient's generator. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Visual inspection revealed that the complete lead was returned. There was dried blood/body fluid noted in the lead lumen and the conductor coils were deformed at 650 millimeters from the terminal pin. The deformation was likely due to a grabbing tool. The clinical observations were unable to be reproduced. The lead was found to be electronically within specifications.